Event description:
This customer reported that the device shut down unexpectedly during a cardiac arrest. The involved pt died. We have requested additional information, and at this time, it is not known what role the device played in the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down unexpectedly during a cardiac arrest. The involved pt died. We have requested additional information and at this time, it is not known what role the device played in the pt outcome. This complaint remains under investigation. A follow-up report will be submitted after philips obtains more information about this event.